Event description:
The manufacturer received information regarding a dreamstation bipap autosv. The patient is alleging asthma (new or worsening) and reduced cardiopulmonary reserve. In addition, the patient also alleged nose irritation and inflammatory response. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.